Event description:
The hcp reported the patient was experiencing increased tone in the right arm. "Pump was close to battery replacement so troubleshooting was not done." The pump was replaced after an implant duration of less than 50 months. The patient is reported to have recovered without sequela.